Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. During the unpacking of a 2.50 x 16 synergy ii drug-eluting stent, it was noted that the stent slid down distally over the tip of the balloon. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.